Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the highly calcified left anterior descending artery. A 2.75 x 20 synergy drug-eluting stent was advanced and successfully implanted. However, during removal, the device could not be easily removed. Subsequently, the physician was able to remove the device albeit with difficulty. There were no patient complications nor injuries reported.